Event description:
It was reported that after using the pve35a and stapled an artery, the artery was oozing. Therefore, they closed the stapler again and then the stapler wasn't able to open manual anymore. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? No. Did the patient/user require extended hospitalization as a result of the event? No. What is the patient¿s/user¿s status/outcome following the event? From mis to open(thoracotomy).

Manufacturer narrative:
(B)(4). Date sent 3/19/2026. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure performed? - whas was the exact artery the device was fired on? - is there any photo or video of the procedure available? - were there any malformed staples identified? - what were the indications for surgery? - what is the surgeon¿s experience with the pvs device? - what is the compressed width and thickness of the vessel? - what is the estimated compressed width of the target vessel? - did the surgeon wait 15 seconds prior to firing? - did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? - did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? - were any surgical clips used in the area of the device firing? - were there any difficulties with the device or staple formation during the initial procedure? - what was the total estimated blood loss (ml)? - was a transfusion required? - what was the pre and postoperative anti-coagulant and pain management protocol? - was there calcification of tissue that impeded clamping or cutting? - were there any pre-exiting patient conditions? - any clips, clamps, or graspers near the area where the device was being fired? - were there any clips placed prior to the stapler? - when they closed the stapler, was it the same stapler used in the first firing or was it a different stapler introduced into the surgical field? - was there a second attempt to fire a stapler on this vessel? - what troubleshooting steps were taken in an attempt to open the device? - exactly, how was the device eventually removed from the vessel? - how the oozing addressed? - how was the case completed? - please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 4/13/2026. D4 batch #727d48. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 727d48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. Additional information was requested, and the following was obtained: what was the surgical procedure performed? - whas was the exact artery the device was fired on? - is there any photo or video of the procedure available? - were there any malformed staples identified? - what were the indications for surgery? - what is the surgeon¿s experience with the pvs device? - what is the compressed width and thickness of the vessel? - what is the estimated compressed width of the target vessel? - did the surgeon wait 15 seconds prior to firing? - did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? - did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? - were any surgical clips used in the area of the device firing? - were there any difficulties with the device or staple formation during the initial procedure? - what was the total estimated blood loss (ml)? - was a transfusion required? - what was the pre and postoperative anti-coagulant and pain management protocol? - was there calcification of tissue that impeded clamping or cutting? - were there any pre-exiting patient conditions? - any clips, clamps, or graspers near the area where the device was being fired? - were there any clips placed prior to the stapler? - when they closed the stapler, was it the same stapler used in the first firing or was it a different stapler introduced into the surgical field? - was there a second attempt to fire a stapler on this vessel? - what troubleshooting steps were taken in an attempt to open the device? - exactly, how was the device eventually removed from the vessel? - how the oozing addressed? - how was the case completed? - please provide a timeline of events. No further information available.